Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture cannot be confirmed. It is possible that patient factors (29mm xt valve in a borderline annular diameter with moderate calcification) caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, an annular rupture occurred upon deployment of a 29mm sapien xt valve. Per the report, the area of native annulus measured 543 mm2 by CT and 490 mm2 by 3d tee (borderline between a 26mm and a 29mm xt valves). The native annular diameter measured 25.7 mm by CT with moderate valvular calcification. On the initial attempt of balloon aortic valvuloplasty (bav) the 25 mm balloon slipped into the aorta. An aortography done during the second bav attempt showed some contrast leakage the left ventricle and the bav balloon moved slightly toward the aorta. It was decided to prep a 29mm novaflex+ delivery system with 3ml less than nominal volume. The 29mm xt valve was slowly inflated and deployed in a 60:40 aortic/ventricular position as intended. A while after deployment, the systolic blood pressure (bp) gradually decreased to 40 mmhg and pericardial effusion was observed. An aortography revealed a contrast leakage below the left coronary artery. Drainage was performed through a thoracotomy; approximately 400 ml of fluid was removed. Following protamine reversal, the thoracotomy was closed. As the bp recovered, the patient continued to be monitored under bp control. The physician stated that the size of sinus of valsalva (sov) was sufficient for 29 mm sapien xt. Further enlargement of the rupture was prevented by a slow inflation. The diameter of sinus of valsalva (sov) and sinotubular junction (stj) measured 35.0 mm and 28.0 mm respectively.